Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. It was also reported that the patient's leads had migrated which was confirmed via imaging. Thus, the patient was experiencing ineffective therapy. Surgical intervention was undertaken wherein the system was explanted and replaced to address the issues. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.